Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that far field r-wave sensing was observed during high-rate atrial episodes. Atrial pacing impedance measurements were stable; however, atrial threshold measurements had increased from below 1.0v to 2v @ 0.4ms. The following physician was informed the atrial output was increased to ensure capture, and atrial blanking post vp was increased to reduce far field r wave sensing. The patient will be followed again in 3 months. The system remains in service and no adverse patient effects were reported. The correct serial number is (B)(6) rather than (B)(6). Date of event should be 12/12/2024, rather than (B)(6) 2024.